Event description:
It was reported the patient has experienced pain over the ipg pocket site for the last seven months. However, the patient is receiving effective stimulation. Follow-up determined the physician replaced the ipg and the pain issue has resolved. The patient is receiving effective stimulation.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.